Manufacturer narrative:
510k: this report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical product(s): unknown . Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: skedros, j.g. Et al (2014) ¿delaying shoulder motion and strengthening and increasing achilles allograft thickness for glenoid resurfacing did not improve the outcome for a (B)(6) patient with postarthroscopic glenohumeral chondrolysis¿, case reports in orthopedics, vol. 2014, pages 1-6 (USA). This study emphasizes on: a case report of a (B)(6) male patient who had postarthroscopic glenohumeral chondrolysis underwent a conventional humeral hemiarthroplasty and resurfacing of the glenoid using an achilles tendon allograft. Surgery was performed using double loaded with nonresorbable suture (lupine anchors with number 2 orthocord suture; depuy mitek, raynham, nj, USA) the devices involved were: nonresorbable sutures, six resorbable suture anchors (two more than those used in prior studies; each double loaded with nonresorbable suture (lupine anchors with number 2 orthocord suture; depuy mitek, raynham, nj, USA). Complications mentioned in the article were: the patient had pain increased to a high level by eight months after surgery. Radiographic joint space narrowing was progressive over the following two years. Two years after the biologic resurfacing procedure, the patient underwent conversion to a tsa. Operative findings revealed that the allograft had completely disintegrated.